Manufacturer narrative:
Physio-control determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The crew was able to power the device back on and continue care. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio further evaluated the customer¿s device and was unable to duplicate the reported issue. As a precaution the power pcb assembly, the battery wire harness and battery pins in the customer¿s device were replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Also the customer provided video of the device powering off. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The crew was able to power the device back on and continue care. This issue is patient related; however there was no adverse patient outcome reported.